Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -07.50/1.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Refractive surprise was observed and the lens was removed and exchanged for a same length spherical lens on (B)(6) 2020. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3- "dimensional and functional inspection found the lens to be within specifications." Should be in the previous MDR. Claim# (B)(4).